Event description:
It was reported that cardiac tamponade occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. After beginning application of ablation to the left pulmonary vein, ultrasound was used to check for pericardial effusion. Cardiac tamponade was identified and thoracic drainage and additional surgery were performed. The patient was admitted to the hospital beyond the standard of care.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.